Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The device then passed all testing.

Event description:
It was reported that a ventilator had an inoperable display. The ventilator was not on a patient at the time of the event.